Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 500 mcg/ml gablofen at a dose of 264 mcg/day via an implantable pump for intractable spasticity and stroke. It was reported that the patient arrived at the office for a refill and the pump was read. An alarm was noticed that indicated the elective replacement indicator (eri) had activated on (B)(6) 2016 and the eri as of the appointment on (B)(6) 2016 had read 17 months. There were no environmental, external, or patient factors that led to the event. There was an interrogation and pulling of logs. The patient was referred to and scheduled for an appointment with a surgeon on (B)(6) 2016 for replacement. The patient was told to be alert for critical alarms and symptoms of withdrawal should end of service (eos) occur earlier than expected. There were no symptoms related to this event. The issue was not resolved and the patient status was listed as "alive - no injury." The representative called and inquired about a field action and discussed premature eos.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.